Manufacturer narrative:
The inspection performed by an arjo engineer revealed that the side rail was partially detached (lower arm was detached). The noise of the castor was generated by the mechanical failure of the castor mechanism. Noisy operation of castors is not considered the subject of the report, it does not pose a risk of a reportable event. The engineer replaced faulty parts and confirmed correct bed functionality by testing the device. The circumstances of the damage of side rail remain unknown. Based on the provided information it is not possible to determine the root cause of the side rail detachment. The instructions for use for enterprise 8000x (746-585-UK rev. 12) includes the following information regarding the safety sides: "hold the head board or foot board when pushing or pulling the bed; do not hold the side rails or any attached accessories". "Side rails are not intended to restrain patients who make a deliberate attempt to exit the bed". Arjo device failed to meet its performance specification since the side rail detached from the bed. The device was not used for a patient treatment when the failure occurred. This complaint is deemed reportable due to allegation of partial safety side detachment.

Event description:
Following the information provided the foot end right siderail was damaged and needed a replacement. The customer also complained that the left head end castor had mechanical issue which casued grinding noise during movement. The device was taken out of use when the failure was noticed. No patient was involved at the time of the event, also no injury was sustained.